Event description:
In the critical care unit at 9:30am, pt rec'd for post code. Noted bleeding at site, applied pressure, then noted while flushing line blood and intravenous fluids were coming out of hole in catheter. Removed catheter and inserted new line on right side.